Event description:
It was reported by synthes (B)(4) that the device started as intended, but would lose power and stop as it hit resistance while trying to drive a k-wire. More than 30 attempts were made during the hand/wrist surgical procedure. There was no user or patient injury reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device was received at synthes (B)(4), date unknown. The device was evaluated, and the reported problem could not be confirmed; the device passed all operational specifications during testing, and no problems were noted. The manufacturing documents were reviewed and no complaint related issues were found.